Event description:
It was reported via repair work order that the brakes could not remain engaged due to a missing cam bracket assembly and damaged brake adjuster. Additionally, the customer installed incorrect brake cams at the head end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.